Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025, the patient got up in the morning, and experienced feeling unwell. The cgm was reading 40 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated by the parent with 7 units of insulin, and an ambulance was called. When the paramedics took a fingerstick the blood glucose reading was 489 mg/dl. The patient was treated with an additional 5 units of insulin and was brought to the hospital. The day of the event around noon the patient felt better, and the blood glucose reading was 250 mg/dl. The patient eventually stayed in the hospital for a total of 3 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.